Manufacturer narrative:
Concomitant device: 8229307: endotracheal tube 8229307 nim emg 7 mm re, lot 0212961990 (B)(4), manufactured: 3/15/2017, use before: 3/14/2021. Product evaluation: analysis results are not available; devices not returned for evaluation.

Event description:
The anesthesiologist reported the following: ¿a patient was scheduled to undergo a total thyroidectomy. A medtronic ett was inserted.¿ ¿twenty minutes after induction of anaesthesia, difficulty in ventilation noted. Bronchospasm detected with complete loss of co2 trace. Manual ventilation also not possible, hence medtronic tube removed and bag mask ventilation commenced and remifentanil infusion stopped. Chest expansion and etco2 trace noted after giving adrenaline. Reintubated with standard ett and patient stabilized. After waiting for 30 minutes, decision made to reinsert medtronic tube and facilitate surgery. Remifentanil infusion commenced and standard ett replaced with [a second] medtronic tube. Ventilation not possible and no etco2 trace seen. Further adrenaline bolus given leading to successful ventilation with return of et co2 trace. Proposed surgery abandoned.¿ the surgeon and anesthesiologist both feel that this may have been an allergic reaction, but they are unsure of the trigger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.